Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. When attempting to reload a cartridge. Reportedly, the customer was unsure of the amount of insulin remaining in the cartridge. The customer declined to stay on the phone with tandem technical support when attempting to load a new cartridge. There was no reported impact to the customer's blood glucose level.